Event description:
Account was testing a brand new pt with suspect device. Inr =7.6, drew laboratory sample, inr 4.1. No treatment was given to pt based on suspect device reading. A second pt was tested on suspect device and inr 4.0, laboratory sample 2.2. Controls were stated to have been in range at that time.